Event description:
A customer reported receiving an error 4 message on his freestyle freedom blood glucose test. The customer also reported not knowing the amount of medication to take and then took an extra pill. The customer reportedly felt dizzy, shaky and lost consciousness. The customer reported drinking orange juice and honey to alleviate the symptoms. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or test does not start were observed during control solution testing.